Event description:
Reporter called and stated she had rec'd one er1 message but could not recall circumstances. Reporter stated she does not believe she compared the teststrip to the color chart. Reporter's technique seems proper at this time. Reporter was unable to do a control test.